Manufacturer narrative:
Product analysis: programmer shutting off, and errors were confirmed. The central processor and printed circuit board (pcb) were replaced. The device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down, during use. It was further reported that the programmer displayed error screens, several times. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the encore bridge ECG (electrocardiogram) board. Visual inspection: no abnormalities observed. Benchtop analysis: mpi assembly was functionally tested. Encore bridge ECG board passed functional test. Conclusion: could not confirm customer complaint. No defect found. If information is provided in the future, a supplemental report will be issued.